Event description:
The customer called and reported the insulin pump alarmed no delivery. Troubleshooting was performed. Changing the reservoir resolved the issue, indicating a reservoir occlusion. Customer's blood glucose was 63 mg/dl, but she had breakfast already. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.